Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery the two attachments do not hold the k-wires in place. Also the k-wires and the attachment heat up during drilling. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device (ar-600dj). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3. H6. The failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is a misuse of the product caused by the damage to the handpiece, causing the k-wire to malfunction and overheat. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.